Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The investigation reveals nothing to indicate a device malfunction, or a quality deficiency that may have caused or contributed to the patient's death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired after an aortic valve implant duration of approximately 14 days. The cause of death was not reported and it is unknown if device related. The implant operative report indicates patient underwent aortic valve replacement with a 23-mm magna pericardial valve, coronary artery bypass graftx4, lima to lad, saphenous vein graft to right coronary artery, saphenous vein graft to second diagonal, and saphenous vein graft to om. The operative report indicates, " the annulus was sized and a 23-mm magna pericardial valve was chosen...sutures were placed through the sewing ring of the valve which was seated without difficulty... The patient was successfully weaned from cardiopulmonary bypass. Postoperative tee demonstrated good prosthetic valve function without paravalvular leak".